Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The issue could not be reproduced, the drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit started to alarm and mechanical ventilation did not function as expected. There was no reported patient injury.